Event description:
Customer performed c3c correlation studies due to problems with c3c quality control. Customer said 10 patient results were involved in issue. Results from the correlation studies and one patient sample were provided, only the patient results were discrepant. Initial c3c result was 110 (tested on another integra), repeated on this integra (B) (6) 2010 gave 180 mg/dl. Erroneous results were reported, customer does not know if patients were adversely affected. The field service representative found all probes and syringes were due for replacement, which may have caused the discrepancies. He replaced the sample and reagent probes, replaced all syringes and performed air water calibration. He ran performance tests which were acceptable. Customer performed calibrations and qc which were also acceptable.